Event description:
It was reported that during a procedure the device was not able to display volume dispensed. There were no adverse consequences and no medical intervention required. There was a 15-20 minute delay reported while a back-up device was retrieved.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.